Event description:
Caller reported a cartridge alarm identified as alarm 20, and it was confirmed that there was no adverse impact on the customer's blood glucose levels. Customer experienced consecutive cartridge alarms, prompting a decision to replace the pump, even though the pump was not under warranty. Customer agreed to continue using the current pump while relying on an alternate method for insulin delivery, if necessary, such as multiple daily injections (mdi), and expressed interest in obtaining an out-of-warranty loaner pump.